Event description:
Follow-up information was received on 19-jan-2024: no further corrective measures were performed til the time of this report. The patient recovered. The outcome of the events was reported as resolved (changed from resolving).

Event description:
This case was linked to lssmv case number (B)(4), referring to the same patient. This spontaneous report was received from a chinese physician and concerns a 42-year-old female patient. She was injected with belotero balance lidocaine, into the nasolabial folds, on (B)(6) 2023. Batch number was reported as b00011990.a lot search in the global safety database was conducted. The patient was concomitantly injected with belotero volume lidocaine, into the nasolabial folds, on (B)(6) 2023. Batch number was reported as b00032720. On (B)(6) 2023, after the belotero balance lidocaine injection, the patient experienced a vascular compromise. White coloration on the right side of the nose appeared after injection. The physician massaged the nose and right side of the face and in the evening, the patient felt uncomfortable in the nose (foreign object sensation). The tip and the right-side of the nose were purple. On (B)(6) 2023, the patient went to the same clinic and the physician injected hyaluronidase. The symptoms had some improvement, however, the face was still swollen and the tip and right-side of the nose were purple and there was a white spot in the right side of the nose as well. On (B)(6) 2023, the patient went to the hospital. Due to infection in the right side of the face, the physician at the hospital prescribed oral and topical antibiotics. She needed to take the antibiotics for one month and visit the physician then. On (B)(6) 2023, the symptoms improved, however, it was still uncomfortable in the nose (foreign object sensation) and the right corner of the mouth was still bruised. The outcome of the events was reported as resolving. Follow-up information was received on 03-jan-2024: the case was upgraded to serious. The event verbatim was amended from vascular compromise to vascular occlusion. The patient was injected with belotero balance lidocaine, superficially with a cannula. The patient was concomitantly injected with 0.3 ml of belotero volume lidocaine, into the deep dermis. A cannula was used for the injection. She had no previous aesthetic injections. The patients medical history, known allergies and concomitant medication were reported as none. The final diagnosis of vascular occlusion was confirmed by the physician. Corrective treatment included 2000 units of hyaluronidase and antibiotics for 12 days. The corrective treatment was necessary to prevent a permanent damage. She was not hospitalized. The patient was almost recovered. The outcome of the events remained unchanged. Follow-up information was received on 15-jan-2024: the batch record review was received and the lot number for belotero balance lidocaine was confirmed as b00011990 (expiry date: 08/2024).

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for belotero balance lidocaine, lot number b00011990, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. Nonconformances were noted related to this lot, but none that would have contributed to this event.